Event description:
It was reported that during a procedure in a narrow, moderately to heavily calcified lesion in the mid left anterior descending artery, after performing predilatation with a dilatation balloon catheter, a xience v 3.5x18 stent delivery system was advanced, but was unable to cross the lesion. After repeated attempts to cross the lesion, the stent delivery system was withdrawn. Predilatation was performed with a dilatation catheter balloon again, then another 3.5x18 xience v stent was advanced and able to cross the lesion. There were no patient effects and no clinically significant delay. Return device analysis revealed the tip of the stent delivery system is stretched. Additional information revealed that resistance was felt when removing the stent delivery system.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the returned 3.5x18mm xience v stent delivery system (sds) noted blood in the tip and contrast on the shaft, stent implant, balloon, and in the inflation lumen. This is consistent with handling and preparation of the device. The undamaged stent implant was stationary on the tightly folded balloon between the markers. The stent implant outer diameters met manufacturing criteria. The soft tip was noted to be stretched, flattened, and kinked. This damage was not observed during product inspection prior to use and thus, may have occurred during or after the procedural attempts to cross the lesion, interaction with the guiding catheter, or possibly as a result of packaging and shipment back to abbott vascular for analysis. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The lesion was described as narrow and moderately to heavily calcified, which likely contributed to the reported difficulties advancing and retracting the sds as there was no damage noted to the stent or sds prior to use. This suggests a product deficiency did not contribute to the reported difficulties. To help ensure the reported difficulties are not related to a manufacturing deficiency, visual and dimensional checks are performed on the manufacturing line before release. Reportedly, there were repeated attempts to cross the difficult lesion. It should be noted the xience v instructions for use (IFU) states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. It does not appear that the reported IFU deviation contributed to the reported difficulties. A review of the lot history record revealed no nonconforming material records that could have contributed to this incident. Additionally, a query of the complaint handling database was performed and there have been no other incidents reported for difficult to remove for this lot. There is no indication of a product quality deficiency.